Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found with broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece, approximately 0.43" x 0.10" was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to user mishandling/misuse. A review of the device logs for the harmonic ace (part# 480275-08 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2022 via system serial# (B)(4). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint meets the criteria of a reportable malfunction and adverse event as a fragment fell into the patient and required the removal of the fragment. At this time, it is unknown what caused the breakage to occur. It is unknown what injury the patient acquired due to this issue and what medical intervention was provided to the patient.

Event description:
It was reported that during a low anterior resection surgical procedure, a fragment of the harmonic ace instrument was missing. The surgeon found the missing fragment inside the patient's anatomy during the same procedure and retrieved it. The fragment matched the broken piece on the harmonic ace instrument. The customer used a backup instrument of the same kind to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the patient did not experience any post-operative complications following the surgical procedure. The fragment was retrieved and removed from the patient during the same surgery.